Manufacturer narrative:
H6. Investigation summary: bd received 5 samples and 10 photos for investigation. The photos were reviewed and the customer¿s indicated failure modes for foreign matter were observed. Additionally, the customer samples were evaluated by visual examination and the indicated failure mode for foreign matter with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode foreign matter. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that prior to use with the bd vacutainer® acd solution a blood collection tubes, there was black foreign matter on the stopper, as well as on the inside and outside of the tube. There was no report of patient impact.

Event description:
It was reported that prior to use with the bd vacutainer® acd solution a blood collection tubes, there was black foreign matter on the stopper, as well as on the inside and outside of the tube. There was no report of patient impact.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: device available for eval? Yes. Returned to manufacturer on: 04/10/2024. H.6. Investigation summary: bd received 5 samples and 10 photos for investigation. The photos were reviewed and the customer¿s indicated failure modes for foreign matter were observed. Additionally, the customer samples were evaluated by visual examination and the indicated failure mode for foreign matter with the incident lot was observed. 2 samples were sent to franklin lakes for ftir testing. The unidentified matter(um) embedded in the rubber stopper sample is consistent with the rubber itself indicating it is discolored stopper rubber material. The um on the glass surface is consistent with stopper lubricant. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode foreign matter. Bd was not able to identify an exact root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.